Manufacturer narrative:
Manufactured january 8, 2016 ¿ january 11, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not flow. This occurred before patient use. The infusor was filled with 240 ml of an unknown drug. It was stated that they found the air of infusor could not remove it. There was no patient involvement. No additional information is available.